Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain/internal pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's medical history included menstruation irregular, genital bleeding, vaginal haemorrhage and menorrhagia. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included obesity, uterine fibroid, endometrial ablation and endometriosis. Concomitant products included naproxen. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain/loss specify: weight gain"). In (B)(6) 2018, the patient experienced raynaud's phenomenon ("raynaud¿s disease"). On (B)(6) 2019, the patient experienced diverticulum intestinal ("extensive colonic diverticulosis") and hiatus hernia ("hiatal hernia"), 8 years 4 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), proctalgia ("rectal pain") and rheumatoid arthritis ("rheumatoid arthritis"). The patient was treated with ibuprofen, ondansetron (zofran) and surgery (ablation in (B)(6) 2011 and hysterectomy (full), salpingectomy (one side removal of fallopian tube), oophorectomy (one side)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and proctalgia had resolved and the menorrhagia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, rheumatoid arthritis, raynaud's phenomenon, diverticulum intestinal and hiatus hernia outcome was unknown. The reporter considered abdominal pain, bladder disorder, diverticulum intestinal, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hiatus hernia, menorrhagia, nausea, pelvic pain, proctalgia, raynaud's phenomenon, rheumatoid arthritis, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in insertion date: (B)(6) 2010 and 2011 (B)(6) 2014: laparoscop1c total hysterectomy, left salpingo-oophorectomy, right salpingectomy. Fu: (B)(6) 2019: essure insertion date: (B)(6) 2011 (sic). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Most recent follow-up information incorporated above includes: on 26-apr-2019: reporter information was added. Treatment medications were added. Her concurrent condition was added. Per plaintiff fact sheet: rheumatoid arthritis, raynaud¿s disease, extensive colonic diverticulosis and hiatal hernia events were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain/internal pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's past medical history included menstruation irregular and genital bleeding. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included obesity, uterine fibroid, endometrial ablation and endometriosis. Concomitant products included naproxen. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain/loss specify: weight gain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain") and proctalgia ("rectal pain"). The patient was treated with ibuprofen (advil), surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube), oophorectomy (one side)) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and proctalgia had resolved and the menorrhagia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, nausea, pelvic pain, proctalgia, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in insertion date: (B)(6) 2010 and 2011 (B)(6) 2014: laparoscop1c total hysterectomy, left salpingo-oophorectomy, right salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Most recent follow-up information incorporated above includes: on 8-oct-2018: pfs received- new event plaintiff did not underwent for essure confirmation test were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain/internal pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menstruation irregular and genital bleeding. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included obesity, uterine fibroid, endometrial ablation and endometriosis. Concomitant products included naproxen. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain/loss specify: weight gain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain") and proctalgia ("rectal pain"). The patient was treated with ibuprofen (advil), surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube), oophorectomy (one side)) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and proctalgia had resolved and the menorrhagia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, nausea, pelvic pain, proctalgia, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in insertion date: (B)(6) 2010 and 2011. (B)(6) 2014: laparoscopic total hysterectomy, left salpingo-oophorectomy, right salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and mr received. New reporters and reporter information added. Plaintiff demography added. . Product indication added. Events per pfs: abnormal bleeding (vaginal, menorrhagia) , apareunia (inability to have sexual intercourse) , bladder or urinary problems or changes, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) ,fatigue , weight gain, abdominal pain, rectal pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.